Manufacturer narrative:
No blank display noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No keypad unresponsive or button error alarm noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per (B)(6) ¿ r&d engineer. Open book was generated due to 3 sequential pump error 2. Pump error 2 was generated since main mcu could not sync with the motor mcu (possible hw). Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and force sensor. The motor had moisture damage. No damage noted on the keypad traces under the keypad dome switches. Critical pump error (open book image) alarm confirmed and was triggered by 3 sequential pump error 2 confirmed by per (B)(6) ¿ r&d engineer due to corroded electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded/stained serial number label, and pillowing keypad overlay. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 11-jul-2023 in the pump history file. (B)(6) 2023 06:39:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 07:58:58.000 batteryremoved (B)(6) 2023 07:58:58.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 07:59:05.000 batteryinserted (B)(6) 2023 07:59:05.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 07:59:21.000 batteryremoved (B)(6) 2023 07:59:21.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 07:59:44.000 batteryinserted (B)(6) 2023 07:59:44.000 alarmalertnotification. Faultnumber = failed batt test (58) .(B)(6) 2023 08:00:42.000 batteryremoved. (B)(6) 2023 08:00:42.000 alarmalertnotification. Faultnumber = battery removed (84). (B)(6) 2023 08:00:50.000 batteryinserted. (B)(6) 2023 11:42:35.000 alarmalertnotification. Faultnumber = mfda alarm (130). (B)(6) 2023 11:43:13.000 alarmalertnotification. Faultnumber = mfda alarm(130). (B)(6) 2023 11:43:53.000 alarmalertnotification. Faultnumber = failed batt test (58) (B)(6) 2023 11:43:56.000 alarmalertnotification faultnumber = main processor communication alarm (4) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump error 130 due to moisture damage on the motor. Pump error 4 due to corroded electronic assembly. Low battery alert (104) not confirmed. Failed batt test (58) not confirmed. Pump error 130 confirmed. Pump error 4 confirmed. Critical pump error (open book image) alarm confirmed. Pump error 2 confirmed. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed. Exposed to moisture confirmed. Pump error 130 confirmed. Pump error 4 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and blood glucose value was unknown. The customer also stated that the insulin pump was exposed to moisture and had a blank display. Troubleshooting was partially performed and later declined and found that the keypad was not responsive. It was found that there was no damage to the battery compartment, battery cap contacts, and spring, however, the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.